Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that a revision surgery was performed due to pain and swelling. Knee pain/swelling and range of motion improved after this revision.